Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2024 impedances were progressively increasing on electrodes 9-12. At that time the user also complained of changes in sound quality and pitch perception. Imaging was completed on (B)(6) 2023 and showed a migration of the electrode array out of the cochlea.

Manufacturer narrative:
Additional information: based on the information received from the field, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. A revision surgery is considered but no date has been scheduled yet.

Event description:
In (B)(6) 2024 impedances were progressively increasing on electrodes 9-12. At that time the user also complained of changes in sound quality and pitch perception. Imaging was performed on (B)(6) 2024 and showed a migration of the electrode array out of the cochlea.revision surgery has been recommended. No date has been scheduled yet.